Event description:
This is # 2 of 6 reports. Additional event reported under: 1st - 1038671-2025-00819. 3rd - 1038671-2025-00816. 4th - 1038671-2025-00826. 5th - 1038671-2025-00827. Death - 1038671-2025-00834.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a person was informed by channel 8 news about issues with the implant equipment. Their mother received a hip implant at (B)(6) hospital in 2017. She had 5 surgeries related to that implant in the same calendar year. As a result of that implant, she contracted bone sepsis and subsequently died in 2020 of sepsis and pneumonia. I do not know if your advertisement pertains to me and her situation or not, but I wanted to inform you of it. This report is for the 2nd surgery that occurred. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.